Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Item# 00877504001, bioloxâ® delta, ceramic femoral head, s, ã¸ 40/-3.5, taper 12/14, lot# 2953537; item# 01.00101.915, wagner stelo sl rev lat 290x15, lot# 2961181; item# 00875705601, shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, lot# 63835582. Report source: foreign source: (B)(6).

Event description:
It was reported that patient underwent revision due to infection approximately one month post initial implantation. Attempts were made to obtain additional information; however, none is available.